Event description:
The lay user / patient contacted lfs alleging on (B)(6), 2010 alleging inaccurate high readings on their one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient first noticed the high readings on (B)(6), 2010. On (B)(6), 2010 at 7:03pm, she tested her blood glucose and obtained the following readings. 213 mg/dl, 240 mg/dl and 250 mg/dl. The patient was comparing meter readings to feelings. The patient then took her usual dosage of insulin 2-4 units depending upon the reading. At an unspecified time after the patient developed symptoms which consisted of, feeling shaky, sweaty, weak and tired. She then tested on another meter and obtained a 195 mg/dl and self-treated with 10 units of lantus. She did not seek any further medical attention or contact her physician for assistance. A quality control test was not done since the patient did not have any control solution. The complaint is being reported since the patient took insulin based on the meter results and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
510 (k) 053529.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Boston scientific received information that intermittent capture was seen due to an exit block on the right ventricular channel. Daily measurements show normal and stable lead impedances. The pulse generator (pg) has been reprogrammed. The right ventricular lead is a competitor lead. No adverse patient effects were reported.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.